Event description:
It was reported that during an elective replacement procedure, the physician had difficulty removing the setscrew from the header and initially thought it might be stripped. After several attempts, the setscrew was flushed and soaked with heparinized saline. The setscrew was subsequently removed and the physician felt the setscrew had possibly been calcified. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076-52 implantable pacing lead, implanted: (B)(6) 2007. (B)(4)

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device was included in the field action and returned product testing found the device did perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.